Manufacturer narrative:
We do not use therapy dates as a result, today's date was used. Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the valve stopped functioning after implantation. No other details were reported.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming and pressure test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.